Event description:
An affiliate reported that a pt was hospitalized for treatment of a lesion in the superficial femoral artery. The lesion was described as heavily calcified. The smart control 6x80 stent was placed approx 2 cm distal of the target lesion. An additional stent was implanted to cover the entire lesion. The procedure was completed without pt injury. Additional info will be provided within 30 days of receipt.